Event description:
The customer tested her blood glucose and received readings of 501, 279, and 249 mg/dl using her breeze2 meter. She retested using a contour meter and received a reading of 108 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test discs left, so no product will be returned.